Event description:
Healthcare professional reported right side textured implant. Healthcare professional later reported rupture. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. A review of the device history record has been completed. No deviations or non-conformance's noted. Reason for reoperation: rupture. Visual analysis: device photograph(s) for the device related to the reported event of anxiety¿product/procedure and rupture was reviewed on (B)(6) 2023. Visual analysis of the photographs identified: anxiety¿product/procedure: unable to observe as it is a medical event that is not related to the device. ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. It is not possible to determine the lot number or catalog through the photos provided. It cannot be determined which device is for the left or right side per the photos provided.